Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the tip/middle of the blade. One blade edges was indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing inspection, the monopolar curved scissors (mcs) instrument tip appeared to be "chipped" causing the scissors to not open and close smoothly or cut as effectively. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information on 03-feb-2026: the "chip" was identified during inspection prior to reprocessing. No fragment fell inside of the patient¿s anatomy. No patient demographics to be provided and there was no further testing done on the patient.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .